Event description:
It was reported that the patient had diaphragmatic stimulation. The physician decided to redo the case to manipulate the lead position. During the lead manipulation procedure, when the physician started to unscrew the lead from the can; the screw failed and could not be tightened further due to which the physician had to change the pacemaker. The same rv lead was reused and after repositioning, there was no phrenic nerve stimulation. Patient was stable post procedure.